Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Additionally, it was reported that the customer received an invalid transmitter ID alert. Reportedly, the customer had entered the incorrect transmitter ID into the pump. The correct transmitter ID was entered, however the issue persisted. A root cause could not be determined. A replacement transmitter was sent to the customer. No additional patient or event information was available.